Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had broken battery tube threads, cracked reservoir tube, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were recently experiencing high blood glucose levels. Customer woke up with a blood glucose level of 557 mg/dl, changed infusion set and bolused through the insulin pump. Customer went for a walk, it was 250 mg/dl, at noon it was 455 mg/dl, then it went down to 371 mg/dl. Blood glucose level at the time of the call was 244 mg/dl. Customer declined troubleshooting for high readings. The customer also mentioned that the insulin pump had damage at the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.